Manufacturer narrative:
The onyx was not returned as it was consumed in the event. There is no evidence that the onyx was defective, but this was rather a procedure related event. The onyx IFU notes "device migration and cast movement" under potential adverse events, which may be associated with embolization procedures.

Event description:
Medtronic received information that after onyx embolization a small cast wound up in the right lung. No medical intervention required. The patient is fine. The patient was receiving onyx les to treat an endoleak (unknown location). The onyx was shaking for over an hour and everything was prepared per the IFU. The vessel tortuosity was normal and the onyx was directly inserted through a needle (unknown manufacturer). The endo leak was accessed via direct stick. The injection rate is unknown. Onyx was then injected into the sack through the needle. There was a previous undiagnosed fistula.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.